Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of a capsule rupture which occurred during a procedure when an intraocular lens (iol) was being implanted on (B)(6) 2020. A vitrectomy was performed and vitreous body was removed. The iol remains implanted in the eye. The procedure was completed successfully and no patient injury was reported. No further information has been provided.

Manufacturer narrative:
A video was received and was evaluated with the sme (subject matter expert). It was observed a cataract procedure in a right eye where the main incision was performed using the scleral tunnel approach while the 2 accessory incisions were performed on clear cornea, there were no significant observations during capsulorhexis, hidrodisection, phaco fragmentation/emulsification, irrigation/aspiration that might trigger posterior capsule rupture/vitreous prolapse. An intraocular lens, model pcb00v +22.0 diopter was smoothly implanted without any apparent anomaly during the insertion process, and right after the lens unfolding it was observed a capsule rupture located temporal/inferior, limited anterior vitrectomy was performed and the lens was re-centered remaining implanted. The exact moment of the rupture and the cause of it cannot be determined from the assessment on the provided video. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.